Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery cap is broken and the pump alarmed battery test failed. Customer's blood glucose was 280mg/dl at the time of incident. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer declined to troubleshoot for the battery alarm. No further details given.